Manufacturer narrative:
H10: philips received a complaint by the customer on the v60, indicating that they were unable to check the main alarm. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. No work was performed by philips as the customer resolved the issue themselves. The customer resolved the issue themselves. No work was performed by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Alarm issue-outside of clinical use and no reports of patient/user harm or injury reported. Investigation is ongoing.